Event description:
A customer reported to baxter corporate product surveillance of 2 clearlink extension sets in which the tubing was cut perfectly at the middle of the tubing while administering saline and intravenous fluids. The customer mentioned it could be possibly from the slide clamp. There was no reported patient injury or medical intervention involved. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.